Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, customer was overcorrecting for prior bg levels. Bg was addressed via consumption of carbohydrates. Recommendation was made to consult with healthcare provider regarding diabetes management.